Manufacturer narrative:
(B)(4).

Event description:
Rec'd information the pt is experiencing too much stimulation when she uses the microwave. She has three devices with this one, a pain pump and a urinary device. She was concerned she had too much current in her body. The pt services suggested the pt turn down the stimulators so she would not feel such a strong stimulation and she could turn it back up when she was done. Additional information has been requested and if rec'd a f/u report will be sent.